Event description:
A customer contacted beckman coulter inc. (Bec) stating that the instrument lid arm of the au643-03e clinical chemistry analyzer broke. Per the customer, the gas strut was gone and the actual connection between the gas strut arm and the lid was also broken. There was no injury caused to users but potentially this could have resulted in an injury. No patient results were affected in this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched and replaced the defective parts. The analyzer is now operating properly at the customer site. (B)(4).